Manufacturer narrative:
(B)(4). The user facility informed quest of an occluded port on an mps delivery set. The actual device was not received, so therefore, an investigation was unable to be performed. In addition, the lot number of the device was not provided.

Event description:
User facility provided the following information: "during prime, it was discovered that the port was blocked. At this point, the set was changed out and there were no patient complications. The set appeared to be working fine. When attempting to arrest the heart, the set showed occluded, but passed prime. The set was again replaced; the case continued again, with no patient complications."